Manufacturer narrative:
G4:18nov2020. B4:04dec2020. Upon a follow up the customer reported to technical support that the power switch overlay was replaced to address the reported issue and the unit was return to use. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 24nov2020.

Event description:
It was reported that the ventilator had a non resettable alarm active. The customer was unsure if the unit was in use or not at the time of the reported issue. No patient harm was reported. The customer troubleshot with technical support and found in the ventilator diagnostic logs an error code indicating check vent: alarm light emitting diode (led) failed. The customer was advised to replace the power switch overlay and was provided with part number.